Event description:
An optometrist reported that a pt woke up experiencing a blurry and painful eye, 11 days post photo refractive keratectomy (prk) surgery. The examination showed a resolving corneal abrasion. In a follow up, a technician reported the pt was treated with sodium chloride hypertonicity ophthalmic solution, 5%. It was reported the pt is healing well from prk surgery and will be seen for routine follow up.

Manufacturer narrative:
The device history record (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).